Event description:
During use for a cardiopulmonary bypass procedure, the roller pump unexpectedly stopped and restarted. The pump was exchanged for an alternate device. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.